Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2024-00306. A physician reported a hakim valve (ID 823162) and a peritoneal catheter were implanted on (B)(6) 2024 via ventriculoperitoneal (vp) shunt with unknown setting due to congenital hydrocephalus. The patient developed slit-like ventricles due to under drainage. Contrast examination was performed and could not confirmed the cerebrospinal fluid (csf) flow around peritoneal catheter due to shunt dysfunction. Therefore, the valve and peritoneal catheter were removed and replaced on (B)(6) 2024. The patient recovered.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR) - the product code 823162 with lot 3977404 sn pbmb73, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 120 mmh2o. The valve was visually inspected; no defect was noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.